Event description:
Leakage from a split in the catheter. The indwelling period was 204 days.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.